Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the long clip could not be clipped and came off the loading device after the first and second shots therefore the clipping could not be performed. The issue occurred during a polypectomy therapeutic procedure that was completed with a competitor device without delay. There were no reports of patient harm.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's investigation. Updated fields: b1, b2, b5, h1, h4 and h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. It is possible that the clip dislodgement occurred due to the hook of the rotational clip device being extended too far, coming into contact with the tissue inside the body. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer indicating that there were 2 long clips involved which came off from the loading device and fell into the patient's stomach. Both clips were retrieved successfully with the use of a forceps. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction on h6 section. Corrected field: h6 medical device problem code - added a050501 and a0501.

Event description:
No additional information was received from the customer.